Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007101, persona stemmed 5-degree tibia, 62753686; 42512600718, persona cps ve art surface, 63389469; 00598901215, provisional for stem extension, unknown. This event was originally reported on (B)(6) 2018, 0001822565-2018-02995. It was determined it was originally submitted under the incorrect device manufacturer. This follow-up report is being submitted to relay additional information. No device was returned for examination. Reported pain and stiffness was unable to be confirmed due to limited investigative inputs provided by the customer. Provided patient x-rays were reviewed by a radiologist demonstrates slight valgus positioning of the tibial component with tibial component angle of 92°. Adequate cement mantle. Tibiofemoral axis angle is 190° corresponding to overall valgus positioning of the knee. No acute fracture is seen. Evaluation of hardware alignment is limited given patient obliquity. There is radiolucency along the bone cement interface of the anterior and posterior tibial component which could suggest early loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address pain and stiffness. No further information is available.